Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02323/ 02324). Device remains implanted.

Event description:
Patient underwent a right total knee arthroplasty and approximately 28 days post-implantation experienced a hematoma which required 2 irrigation and debridements.